Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye which noted a damaged patient adapter. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and integrity of seal surface testing. Functional testing was performed with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the patient adapter and the titanium transfer set was loose. This event occurred when the catheter for the peritoneal dialysis therapy was installed to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.